Event description:
Pt status post nail and screw implantation approx one year ago returned to surgeon complaining of pain on an unk date. Pt returned to operating room on (B)(6) 2011 for removal of nail, two screws and a washer. Pt was not revised to any new hardware. Pt underwent a chondroplasty and debridement. This is the 1st of 4 reports submitted on this event.

Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found.